Event description:
Device malfunction: failure to deploy-thumb advancer. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted arteriotomy closure of an unspecified vessel with the starclose se device after a diagnostic procedure. Reportedly, during thumb advancer deployment, "the clip delivery tube was outside of the exchange sheath." The deployment was stopped and the device was moved. It was not specified how hemostasis was achieved. No adverse pt effects were reported. Additional info has been requested.

Manufacturer narrative:
The device is expected to be returned for eval. A follow-up report will be submitted with any additional relevant info.